Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was misfired. Jaws of the device locked onto the tissue but with many tries, the handle did finally open. The clip would load but would stick closed when fired then when removed the clip would be stuck in the unit. When firing the clip it did not come off of the end of the unit. It was very hard to squeeze the handle, looked deformed on the end of the clip after trying to fire, this would happen usually on the 2nd try, the first fire worked fine. A clip also fell into the cavity of the patient but was also retrieved. A new clip applier was used. The first clip worked properly for each unit, then any after did not. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Visual inspection of the two photos noted the first photo depicts the top of the jaws with the cam on one of the jaw legs disengaged from the driver and a clip in the jaws. The second photo depicts the back of the jaws with the cam on one of the jaw legs disengaged from the driver and a clip in the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.